Event description:
It was reported that during central processing, the plastic material near the tips of the fenestrated bipolar forceps instrument was noted to be cracked and melted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this issue was identified after instrument processing. The issue did not occur during a surgical procedure. As far as the customer knew, the instrument functioned normally before the reported issue was noted. There was no report of any melting occurring during a surgical procedure with this instrument. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of plastic material at the base of the forceps appears cracked or melted. The fenestrated bipolar forceps instrument was found to have thermal damage on the yaw pulley. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.